Manufacturer narrative:
Related components of device system: model number/ catalog number: (B)(4), serial number: n/a, batch/ lot number: 1000226813, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient presented with a defective inflatable penile prosthesis (ipp). It was discovered that the reservoir migrated from retropubic space to the scrotum, causing pain and discomfort. All components were removed and replaced with a malleable prosthesis. The patient is expected to fully recover.